Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that alerts for possible output circuit damage were noted. A device or lead anomaly was suspected. The lead and device were replaced.